Manufacturer narrative:
Based on the results of the investigation, the lack of angulation was due to severe corrosion on the control section. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device investigation that the uretero-reno videoscope had corrosion on the control body resulting in no angulation. There was no patient involvement.